Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2015 with the following findings: the pump was returned for investigation. Investigation revealed a call service (cs) alarm 069 when the pump was powered on. A review of the alarm history revealed multiple cs 087 alarms. The pump was unable to recover from the cs 069 after reboot; the remaining steps were unable to be verified due to recurring alarm. The ¿cs 069¿ failure was written as ¿cs 087¿ failure in the black box. A component failure was found on the pcb. The audio bolus button cover was also found to be detached and missing; therefore, the remaining step was unable to be verified. The battery compartment was also found to be cracked at the case seal below the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/14/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a call service (cs) alarm 069 when the pump was powered on. A review of the alarm history revealed multiple cs 087 alarms. The pump was unable to recover from the cs 069 after reboot; the remaining steps were unable to be verified due to recurring alarm. The "cs 069" failure was written as "cs 087" failure in the black box. A component failure was found on the pcb. The audio bolus button cover was also found to be detached and missing; therefore, the remaining step was unable to be verified. The battery compartment was also found to be cracked at the case seal below the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/14/2015.